Manufacturer narrative:
Patient weight was not available from site. A medtronic representative performed an on-site evaluation, discovering that the power switching circuit board was defective. The suspect circuit board was returned for medtronic's evaluation, and it was confirmed to have physical damage. A replacement circuit board was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Medtronic representative reported that the imaging system was not responding to any gantry motions. Despite multiple rebooting attempts, there was no change. There was a reported delay to the procedure of less than 1 hour due to this issue. Site decided to discontinue use of the imaging system. Procedure was completed with a c-arm, with no adverse effect on patient outcome.